Event description:
Initially, on (B)(6) 2010 a homechoice patient (hp) called baxter for assistance in ending peritoneal dialysis because she was feeling ill. On (B)(6) 2010 product surveillance received a returned call from the home patient's peritoneal dialysis nurse (rn) regarding the report that the hp had to end therapy to go to the hospital due to feeling ill. The nurse indicated the hp was diagnosed with peritonitis and dehydration. It is unknown what interventions were required. This is the master complaint for the event of peritonitis which occurred on (B)(6) 2010.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, after firing before use on the patient, one of the jaws fell off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation. The analysis results found that the el5ml device was returned empty and with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.